Event description:
During use of the device for cardiopulmonary bypass, the user observed that the electronic gas delivery module would not calibrate. Manual control of the gas delivery remained available. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.